Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for failed back surgery syndrome and non-malignant pain. About 3 yrs ago, the patient was flying to (B)(6) and went to sit on a stool and fell and ¿then when she was in a swimming pool, patient stated she was fine¿ reportedly, the patient dozes throughout the day because she bumps in the walls. In 2014, the patient missed the bottom step and fell with prior pump, patient had a new pump since. It was unknown as to whether the pump was replaced as a result of the fall

Event description:
Additional information was received from a consumer via a business partner. It was noted the patient¿s medical history also included an allergy to an unspecified medication. It was also reported that ¿bits and pieces¿/half¿ of the previously reported information was incorrect. The patient ¿had never taken baclofen, and has only ever had morphine in her pump.¿ it was reported that on an unspecified date (reported as ¿in the last few years,¿ relative to (B)(6) 2017), the patient developed bleeding ulcers. Additional information was received from the consumer. The patient stated that in (B)(6) 2013 and (B)(6) 2015, she had bleeding ulcers that had nothing to do with the pump.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.